Event description:
Pt complained about the pen needles. She states that they are too painful for her to use with the tymlos. Dates of use: from (B)(6) 2018. "Is the product compounded: no, is the product over-the-counter: no."